Event description:
During bi-v pacer insertion, after placing lv lead, pacing could not be accomplished via the rep's programmer but when the lead was connected to the pacemaker, no pacing. After repositioning and several attempts, physician requested new pacemaker. Rep stated that r waves were being counted twice, which inhibited pacing. The cable and programmer worked because it allows pacing without sensing. The case proceeded. After 4 hours, physician stated that blood or tissue may have accumulated in the distal end of lv lead and requested a new lead too.